Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture of the right breast prosthesis was confirmed by both mammogram and by a physician examination. In addition, the patient developed capsular contracture (baker grade IV) in her right breast. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 355cc gel breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. It was initially reported that the implantation date is (B)(6) 1984. New information states that the implantation date is (B)(6) 1985. On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears yellow. Brown and yellow material was observed within the device and on the shell surface. Upon visual examination the device was severely rented. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown and yellow material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number:(B)(4).